Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found.

Event description:
It was reported that a few days after the system implant, the left ventricular lead dislodged and was in the atrium. The lead was removed and replaced. No patient complications have been reported as a result of this event.